Event description:
It was reported that post port placement, the catheter was allegedly ruptured. It was further reported that the catheter allegedly had leakage. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was not returned for evaluation, three medical images and one electronic photo were provided for review. The investigation is confirmed for the reported fluid leak issue as the review of the medical images provided shows an abnormal contrast in the soft tissues of the neck with some contrast pooling in the soft tissues adjacent to the neck contrast. However, the investigation is inconclusive for the reported fracture as the images were not of sufficient quality to confirm it visually. The catheter tubing hub connection appeared normal. Based solely on the review of the provided labeling photo neither the reported fracture nor the fluid leak could be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, g3, h6 (device and method). H11: b3, h6 (result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that sometime post port placement, the catheter was allegedly ruptured. There was no reported patient injury.